Manufacturer narrative:
Date of event: (B)(6). Date of report: 21aug2019. The manufacturer¿s international service technician confirmed the issues. The manufacturer¿s international service technician replaced the oxygen solenoid valve to address the failed leak test and replaced the power switch overlay to address the issue with the non-working light on the green lamp. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. A solenoid valve, gas delivery were return for analysis. An investigation was performed and the root cause was due to the oxygen valve solenoid failed due to foreign debris. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported that the device failed the leak test and that the light on the green lamp on the ventilator did not work. There was no patient involvement.